Manufacturer narrative:
(B)(4). Film evaluation results are: a review of CT¿s 7- ½ years post-implant revealed that a talent stent graft system was implanted in the patient. The bifurcate was positioned ~5mm below the lowest left renal artery. The aaa max diameter measured ~6cm, and there is contrast seen within the majority of the aaa sac. There is a likely proximal type I endoleak, as well as a possible distal type I endoleak from the right limb. The bifurcate proximal od measured ~27 x 31mm, and there was little remaining proximal neck seal length. The aortic body and infrarenal neck were essentially straight; however, the suprarenal neck was angulated ~75 deg r-l maximum relative to the aortic body. The bifurcate ipsi limb was positioned down into the left common iliac artery. The distal ipsi limb od measured 22mm. The contra limb was seen placed into the right common iliac artery. The distal contra limb od measured ~24mm and the right iliac artery measured ~28mm at that location. The limbs were patent; no stent graft kinks or compression was observed. No other issues were observed. The exact cause of the reported migration and proximal type I endoleak leading to the ruptured aaa could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. However, it appears that the type ia endoleak was most likely caused by the marginal proximal seal, with lack of stent graft radial apposition and short remaining neck length. This may have been due to disease progression. The initial placement of the bifurcate is unknown; therefore, the amount of reported migration which also likely contributed could not be determined. There is also a possible distal type I endoleak from the right/contra limb also possibly caused by disease progression; iliac artery dilatation. Images post-intervention with an 36mm aortic cuff which resolved the endoleak were not available.

Event description:
An talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with pain. There was a migration and a proximal type I endoleak. The physician stated that the migration and endoleak were due to disease progression. The patient fell and then presented in the ER with a rupture and was bleeding diffusely. However, the physician did not feel that the fall caused the rupture. An endurant cuff was placed and this resolved the migration and type ia endoleak. The physician believed that the patient was also on medication that complicated the outcome. The patient received two units of blood. The patient was still bleeding diffusely. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.